Event description:
During an in-clinic follow-up, the device was unable to be interrogated. Abbott technical support was contacted, and the device software was upgraded, however, the device was still unable to be interrogated. Device replacement is anticipated to resolve the event. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the device was later explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device was received with battery voltage at end of service (eos) level consistent with the interrogation anomaly reported by the field. Device image could not be saved due to low battery voltage. Electrical analysis performed, after replacing the battery, indicated normal functionality with normal interrogation results. Further evaluation at various pulse amplitude measured current level within normal range and no interrogation anomaly noted. Longevity assessment was performed based on nominal settings and the device exceeded projected longevity indicating normal battery depletion.